Event description:
It was reported that the patient had an unknown sling implanted on an unknown date. The patient was later implanted with an artificial urinary sphincter (aus) device due to recurring incontinence. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had an unknown sling implanted on an unknown date. The patient was later implanted with an artificial urinary sphincter (aus) device due to recurring incontinence. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.